Manufacturer narrative:
An event regarding wear involving a triathlon insert was reported. The event was confirmed as the device was returned. Method & results: device evaluation and results: visual inspection was performed as part of the mar on the 12-june-2017 which concluded that the insert exhibited delamination, scratching, burnishing, and third-body indentations. These are common damage modes of uhmwpe. Damage was observed on the articulating surface of the femoral component and on the posterior end of the base plate, consistent with contact against each other. No materials or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: revision surgery was undertaken by exchange to ts devices with additional distal augment on the femoral side and a tibial stem extender below the baseplate as listed in the revision surgery report. No post revision x-rays are available. No device-related factors are evident from the material as also confirmed by the mar findings, while the failure mechanism is fully explained by procedure-related factors concerning the type and positioning of the devices which is under the full responsibility of the surgeon and the reported bike accident as patient-related factor. This case is not device-related but caused by an adverse mix of procedure-related and patient related factors. Procedure-related factors: baseplate malposition in excessive posterior tibial slope - suboptimal baseplate cementation. Patient-related factors - bike accident with knee trauma. Device-related factors: none. Diagnosis: baseplate malposition in excessive posterior tibial slope may have caused pcl damage that made the knee at risk for complete pcl rupture during the trauma of 2015. Progressive instability over time with ultimately knee subluxation required revision in 2017. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: based on the medical review which indicated that baseplate malposition in excessive posterior tibial slope may have caused pcl damage that made the knee at risk for complete pcl rupture during the trauma of 2015. Progressive instability over time with ultimately knee subluxation required revision in 2017. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient had an initial surgery in 2009. The patient was involved in a bike accident in 2015, and contacted the clinic. Instability was confirmed but the patient did not want to have a revision surgery until now.

Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #3 r-cem; cat# 5510-f-302; lot# snxcd. Triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot# sm7ry. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient had an initial surgery in 2009. The patient was involved in a bike accident in 2015, and contacted the clinic. Instability was confirmed but the patient did not want to have a revision surgery until now.